Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 31 mg/dl. The customer treated their blood glucose with a soda. Customer also reported a crack on their insulin pump. The customer stated the crack was located on their reservoir compartment. It was also found the customer's blood glucose declined to 28 mg/dl earlier in the morning. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.